Manufacturer narrative:
The product is not available for evaluation and no lot number was provided. Without a lot number, the investigation is limited.

Event description:
Reportedly the ear / ulcer syringe was used in the hosp to aspirate secretions from a newborn baby. Per the customers' report, the syringe used did not function properly; once compressed, it reportedly did not decompress. This resulted in the user being unable to suction the secretions from the newborn. The baby was transferred to neonatology for close follow-up. The baby is reported to have developed well post-partum. No additional details of the incident were provided. The customer reported that other syringes were found with the same issue. The customer stopped purchasing the product, although no samples and no complaints were filed with the distributor, importer, or manufacturer.